Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio inr results: 1.9, 3.8, and 2.9 (within minutes). Pt is an infant and heel sample being used for testing on the meter. Pt's therapeutic range is: (2.5 - 3.5).